Event description:
It was reported the device's function test failed. No patient involvement reported at this time.

Manufacturer narrative:
The asp determined that there was a malfunction of the therapy capacitor, which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.